Manufacturer narrative:
Findings: unit had no button response on down arrow button due to corroded keypad traces. Unable to perform the rewind and displacement test due to no button response. Unit had a scratched display window, scratched reservoir tube window and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not performed. The device was returned for analysis.